Event description:
Dexcom g6/cgm rarely lasts for the 10 days touted. 80% of devices go into error mode within 2-7 days. Once the 'no readings alert modes start, it increases in frequency and length of time device is non-functional. During the increasingly brief periods in which it registers a blood glucose read, they are frequently well off my meter read. It also registers a 'very low blood' read which is often not confirmed by my meter. The reading differences have been as great as 350. Please take these people to task over this highly defective product. People can be put in a dangerous position following the dictates of this misreading, mal-functioning device. Thank you.